Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump failed to deliver the correct volume of fluid. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer internal clock/time keeping issue indicates that the rtc battery might be flat - but as the device was not returned, this could not be confirmed. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: september 2025 was the reported month and year of the event, but there were various days the event occurred. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a recurring issue involving the cadd-solis vip infusion pump, which has now affected the same patient on two separate occasions. In both instances, the pump failed to deliver the correct volume of fluid, resulting in the cartridge being completely emptied despite the reservoir volume being set to 95 ml (from a 100 ml cartridge). At the conclusion of the infusion, there should have been 5 ml remaining; however, the cartridge was found to be entirely empty. The patient experienced minor side effects as a result but recovered promptly and no adverse events were reported.